Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancing device and lancets were missing from her onetouch ultramini system kit. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6), 2011, at approximately 4:30pm. The patient reportedly manages her diabetes with lantus insulin (unknown dose) in the evenings and regular insulin before lunch and dinner and reportedly continued with her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of sweating and increased heart rate on (B)(6), 2011 at approximately 12pm and despite her symptoms she denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the subject items were missing from the system kit and the closure seal was not intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (12/2/2011)-device evaluation: the lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: there was no testing required on the test strips and meter as this issue pertained to a missing lancing device. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.